Event description:
The patient's daughter reported that the v-go her mom was wearing yesterday fell off after being on patient abdomen for about three hours. Patient was sweating and also had just taken a shower. She wore it on her abdomen. Patient discarded v-go.